Event description:
It was reported that intima-ii y 24gax0.75in prn/ec slm leaked blood. The following information was provided by the initial reporter: the nurse in the emergency department performed a venipuncture on the child. After the venipuncture was successful, there was blood leakage out of the extended tube. Therefore, the needle were pulled out and re-punctured. 2021-05-11: received sales representative update, event description update is as follows: the nurse has comforted the patient and his family members, and carried out a second puncture. Blood leakage was detected and immediately extracted, so the amount of blood leakage was not large, and no special infusion and transfusion operation was required. The operator had no blood exposure and the indwelling needle was discarded in the sharpener box after being photographed. At 15:47 on (B)(6) 2021, the child came to the emergency department of pediatrics of the hospital for "hypokalemia". After diagnosis by the emergency pediatrician, he was given infusion of "5% glucose injection 250ml+10% potassium chloride injection 7ml ". The nurse used a disposable closed intravenous indwelling needle to administer intravenous infusion to the patient. After the puncture, it was found that there was blood exudation at the catheter of the indwelling needle. The sliding clamping block was found to be too tight, resulting in the extrusion of the extended tube during the sealing process, resulting in blood leakage. The nurse stopped the infusion immediately, pulled out the problem indwelling needle, punctured with a closed vein indwelling needle of the same specification and batch number, completed the infusion, and did a good job of comforting the patient.

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 0267214 . Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that intima-ii y 24gax0.75in prn/ec slm leaked blood. The following information was provided by the initial reporter: the nurse in the emergency department performed a venipuncture on the child. After the venipuncture was successful, there was blood leakage out of the extended tube. Therefore, the needle were pulled out and re-punctured. 0n (B)(6) 2021 received sales representative update, event description update is as follows: the nurse has comforted the patient and his family members, and carried out a second puncture. Blood leakage was detected and immediately extracted, so the amount of blood leakage was not large, and no special infusion and transfusion operation was required. The operator had no blood exposure and the indwelling needle was discarded in the sharpener box after being photographed. At 15:47 on (B)(6) 2021, the child came to the emergency department of pediatrics of the hospital for "hypokalemia". After diagnosis by the emergency pediatrician, he was given infusion of "5% glucose injection 250ml+10% potassium chloride injection 7ml ". The nurse used a disposable closed intravenous indwelling needle to administer intravenous infusion to the patient. After the puncture, it was found that there was blood exudation at the catheter of the indwelling needle. The sliding clamping block was found to be too tight, resulting in the extrusion of the extended tube during the sealing process, resulting in blood leakage. The nurse stopped the infusion immediately, pulled out the problem indwelling needle, punctured with a closed vein indwelling needle of the same specification and batch number, completed the infusion, and did a good job of comforting the patient.